Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested , but the customer did not provide. The event date was requested and the customer stated that it's the same time that complaint was called in 09/12/2016. This is pending completion of repair.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.